Manufacturer narrative:
Investigation: neither photo or sample was returned to aid in our quality engineer¿s investigation. Bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. This is the third has been received for the reported defect and lot number. A possible root cause could not be determined at this time.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the needle catheter was exuded during usage, which was not applied to the patient and it did not affect the patient.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the needle catheter was exuded during usage, which was not applied to the patient and it did not affect the patient.